Manufacturer narrative:
Consumer continued to use the heating pad even after she thought it was malfunctioning. Consumer had placed a towel between herself and the heating pad to protect herself.

Event description:
Burn hole- unit. Model# hpm-100 unit appears to have burned and the plastic was charred beneath the protective fabric cover. Consumer suffered small burns on her abdomen. She did not require medical attention and the marks have faded. Consumer continued to use the unit even after she thought it was malfunctioning. She had placed a towel between herself and the heating pad for protection. We are filing this incident as an MDR since it is similar to other MDR we have filed in the past. We have been waiting for the unit to be returned to the MFR and an investigation completed, before filing an MDR based on the malfunction of the product. We are filing late (after 5 months of the receipt of the complaint) to ensure that we have filed all product failures properly, even though we have not received the investigation from the MFR at this time.